Event description:
It was reported that a patient experienced a dental implant fracture.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return and additional information is requested and product will be evaluated after receipt. In case any new or additional information will be gained, a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
The received x-ray shows bone degradation around the implant. Health effect - clinical code 2013 added. Product 24932, osseospeed tx 3.5s - 11 mm, lot 438347. Was also updated.